Event description:
It was reported that the bd luer-lok¿ tip syringe was damaged. The following information was provided by the initial reporter: "syringes were damaged... There were multiple syringes found in one department".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: five photos were provided to our quality team for investigation. Through visual inspection, a crack observed on the barrel and the plunger rod. Potential root cause for the barrel cracked and plunger rod defects are associated with the assembly process. This defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2257106. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe was damaged. The following information was provided by the initial reporter: "syringes were damaged... There were multiple syringes found in one department."